Event description:
A malfunction alarm was reported, identified by the code malf 0. There was no adverse impact to the customer's blood glucose level. The customer was provided with information on how to reset the pump by the technical support team, and after the reset, the malfunction did not recur, allowing the customer to continue using the pump.